Event description:
The facility reports as the resident was being raised, the pin sheared. The resident and the hanger bar fell to the floor. The hanger bar hit the resident in the head, causing a dime size laceration.